Event description:
Penile prosthesis failed to fill properly. This was pt's 3rd implant and 2nd failure. Device was replaced on (B)(6) 2005. Device explanted; to be sent back to company as soon as it is sent back from out of hospital lab.